Event description:
It was reported that the device indicated 'cassette not attached'. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown; no additional information was received. No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).